Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt observed the power interface board capacitor c11 was in backwards. The printed circuit power interface (pci) board was replaced. The srt checked the arterial monitor on service's test base. The unit operated to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, after board warms up the sonalert alarm intermittently does not work properly. It has either no sound or a solid alarm. There was no patient involvement.